Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown morphine for spinal pain. The patient mentioned historical information during the call. The patient said that when they were in texas, it was thought that there was a kink in the pump so the pump was turned off for what was to be 24 hours, but they didn't hear back from anyone for about 4 days. The patient said that because of this, they ended up in the emergency room (ER) three times/days in a row and they were diagnosed with withdrawal. The patient said that they had severe dehydration, nausea, vomiting, and other symptoms they couldn't remember. The patient said that they were put on anti-nausea meds and the issue had been resolved. The patient noted that after the pump was implanted, the pump was turned off in march to see if they felt a difference and they had, so the pump was turned back on.